Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during manual prime. Customer's blood glucose at time of incident was 45 mg/dl. The customer was unable to troubleshoot for no delivery alarm because can't batteries. Customer will back after he finds battery. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 45 mg/dl. The customer declined to troubleshoot for low blood glucose said he knows what this is about.